Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cable damage was confirmed. During the pre-repair assessment it was noted that the device had cable damage. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service it was noted that the cable was damaged. The device was not being used in surgery. No injury or medical intervention reported. There was no additional information provided.